Event description:
It was reported that an ozark screw fractured and the securing mechanism of an ozark plate became damaged post-operatively. Revision surgery has not been performed or scheduled at this time. This report captures the screw.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records could not be reviewed as a valid lot or catalog number was not provided. Caudal screws in a post-op x-ray appear to be at the limit of indicated caudal angulation. Cranial screws appear to be extremely over-angulated past the indicated limit of angulation. The most likely cause of the reported event was determined to be potential over angulation of cranial screws which may have induced excess stress on the entire construct and screws causing the reported event to occur.

Manufacturer narrative:
B5 has been updated with additionally received information.

Event description:
It was reported that an ozark screw fractured and the securing mechanism of an ozark plate became damaged post-operatively. Revision surgery has not been performed or scheduled at this time. This report captures the screw.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that an ozark screw fractured post-operatively. Revision surgery has not been performed or scheduled at this time.